Event description:
It was reported that the patient presented with an episode of non sustained vt. Review of strips revealed a true non sustained vt. It was noted that the episode showed an egm anomaly. No programming changes were made at this time. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.